Event description:
It was reported the lead impedances were all high, due to a suspected break. There was no patient injury with an outcome of: recovered without sequela.

Manufacturer narrative:
Analysis of the lead (model#: 3776-45 , lot#: unknown) found the conductor broken at the titan anchor site, 14.5 centimeters from the distal end; all circuits were broken and thus open, however, there were no shorts identified between circuits. It was noted that the outer insulation of the lead was melted at a point, indicative of suspect cautery.

Manufacturer narrative:
Product ID 3776-45 lot# unknown serial# implanted: explanted: product typ lead product ID 3776-45 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; product typ lead product ID 3776-45 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient product ID 3708120 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; product typ extension product ID 3708120 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; product typ extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.